Event description:
Event description cpi received information that noise was noted on the ventricular channel of this implantable cardioverter defibrillator (ICD) resulting in an inappropriate shock and inhibition of pacing. Impedance measurements were within normal limits, thresholds and r-waves were good. The physician was unable to recreate any oversensing.